Manufacturer narrative:
The device was received, however, the investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as the first clip delivery system (cds0701-ntw 00928u272) opened while locked. It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4. The first clip delivery system (cds0701-ntw 00928u272) advanced inside the anatomy. During initial establishing final arm angle (efaa) attempt, the clip opened while locked. It was decided to not deploy this clip. The device was removed without issue. Another clip delivery system (cds0701-ntw 00928u272) advanced and steered into position. Per physician, the device felt stiff and seemed to require more effort or force turning the m knob from the 9 oclock position and the delivery catheter (dc) handle clockwise or counterclockwise, to get the same response. There was no unusual movement of the device, just more effort had to be made, relatively, to get the response. This mitraclip grasped the leaflets with a great grasp and the mr was reduced to grade 1, or trace. Reportedly the results were great. There was no adverse patient effect. There was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device returned for analysis. The reported clip open-establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported unintended movement-clip open efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.